Event description:
Pt was revised to address dislocation.

Manufacturer narrative:
The product associated with this reported event was not returned for exam. A search of the complaint database did not show any other reports against the lot code. The investigation could not draw any conclusions regarding the reported event with the info available, however, it has been reported that the depuy device was implanted with a competitor mfg product. The use of the depuy device is not recommended. No evidence was found suggesting product error was a contributing factor and the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should the product and/or additional info be received to change the outcome of the performed investigation, the complaint will be re-opened.